Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon stuck on wire occurred. The 99% stenosed target lesion was located in the moderately tortuous and mild calcified vessel shunt vessel stenosis. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon could not be delivered over the wire before the lesion. The use of this device and the wire was discontinued, and the entire wire was removed without any issues. The procedure was completed with a different device. No patient complications were reported.